Event description:
It was reported that during a moderately tortuous, moderately calcified, de novo, mid, left circumflex artery stenting procedure, pre-dilatation was performed and a xience prime (3.0 x 18mm) stent delivery system (sds) was advanced and crossed the lesion. An attempt was made to deploy the stent; however, a long dissection was noted at the proximal segment of the vessel. The xience prime stent was not deployed and the sds was withdrawn from the anatomy. A longer xience prime (3.0 x 33mm) sds was advanced and the stent was deployed to treat the dissection. No other stent was deployed to treat the lesion. There was no adverse patient sequela or reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.